Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found; full lead returned and analyzed.

Event description:
It was reported during the implant procedure that the right atrial (ra) lead was attempted but not used because the helix would not deploy. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.